Manufacturer narrative:
Trackwise ID (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 insulation peeled away from jaws but nothing fell into the patient. There were no additional incisions or procedures. The harvesting tool was not open when inserted into the cannula. There was no resistance when inserting the harvesting tool into the cannula and there was noprocedural delay. Harvester opened new hemopro to complete the case. No injury.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on 11/10/2022. An investigation was conducted on 11/17/2022. A visual inspection was conducted. Signs of clinical use and evidence of charred material was observed on the heater wire. The heater wire was observed to be intact, with no visual defects observed. The gray silicone insulation on the tip of the cold jaw was observed to be peeled away and detached from the cold jaw, exposing the cold metal jaw tip. The detached silicone was not returned for evaluation. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled;jaw" was confirmed. The lot # 3000260660 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.